Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax hand control became hot during a procedure. A backup was used to complete the procedure. No procedural delay noted and no patient or surgical staff impact as a result.

Manufacturer narrative:
Visual inspection found no external damage of the device. Cause for overheating is a corroded motor/gearbox. Gearbox was found to be jammed and corroded internally. The motor/gearbox could not be removed from the housing due to extreme corrosion from fluid ingress. Motor tacs were tested and determined to be good. Device evaluation concluded that unit had succumbed to expected wear and tear during its service life of over 2.5 years.